Event description:
Information received from a healthcare provider (hcp) regarding a patient receiving baclofen 2000ug/ml at 538.8 ug/day via an implanted pump. It was reported that an empty pump alarm was occurring on (B)(6) 2016. The pump was empty. The patient missed a refill. The hcp was refilling the patient's pump on (B)(6) 2016. The expected reservoir was 0ml. It was reported that the patient was not having any symptoms. Upon interrogation, the following message occurred, "empty reservoir alarm occurred, low reservoir alarm occurred, 21.2ml dispensed since last updated." The hcp stated that the low reservoir alarm date was (B)(6) 2016, which made the empty reservoir date (B)(6) 2016 (calculated using flow rate, flow rate was 0.269ml/day). The physician was able to aspirate .25-.5ml as actual reservoir volume.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.